Manufacturer narrative:
A ge service representative performed an on site investigation. The ps4 power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a complete loss of motorized motion functionality. No patient serious injury or death was reported related to this event.